Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 214 mg/dl, 87 mg/dl, and 180 mg/dl. No actions taken based on device results. No adverse event reported. At the time of the report, customer had disposed of the test strips. The suspect product will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device not returned to manufacturer.